Manufacturer narrative:
The ge service rep adjusted the stop iris for digispot. He checked voltages and verified tracking. All were ok. He verified system is operating by flouroing in low and high technique, before returning back to the customer as intended.

Event description:
The customer reported that the image was getting light and dark. The customer reset system and it began operating correctly.